Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes 3500 ohms ventricular lead impedance. The physician reportedly connected the ventricular lead into the atrial port to confirm a problem with the ventricular connector port.